Manufacturer narrative:
Manufacturing and quality control review was performed for the affected lot and no non-conformities or deviations regarding the described issue were noted. The device was not returned for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service was informed that during a transurethral resection of bladder tumor (turbt) loop broke inside a patient. They were able to retrieve the loop pieces. It is unknown if the intended procedure was completed. There was no patient injury reported.